Event description:
A us distributor returned a monitor and reported being unable to recognize te connection.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not recognize te connection) was isolated to the monitor's electrode belt receptacle's guide pin being bent. The root cause for the bent pin was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.